Manufacturer narrative:
Qn#(B)(4). The initial report indicated that no sample was available for evaluation. A product sample was subsequently received a and evaluated. Device evaluation: the reported complaint could not be confirmed. The customer returned a peel-away sheath / dilator assembly which appeared typical and unused. No damage or defects were observed through microscopic inspection. Functional testing was performed by inserting the dilator into the sheath tabs securely, indicating the dilator was locked in place through a friction fit. A light tug did not affect the secure connection. However, when more force was applied, the dilator became unlocked and could be removed from the sheath. The od of the dilator hub base and the ID of the sheath hub met specification. The provided instructions describe suggested techniques for placement of the sheath and dilator assembly. The device history records for the sheath and dilator were reviewed with no relevant findings observed. No problem was found with the returned sample. No further action will be taken.

Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported that upon insertion, the dilator of the peel-away sheath is backing out of the sheath when the inserter goes to advance the peel-away sheath goes to advance the peel-away sheath through the skin into the vessel. As a result, a new kit is opened and used to complete the procedure. There was no delay in treatment. No death or complications occurred to the patient. It was noted that the inserter is not removing the dilator from the sheath to dilate the vessel, then reinserting the dilator back into the sheath before advancing it as a unit into the vessel.